Event description:
The target lesion was the renal artery. The vessel was moderately calcified, moderately tortuous, and 90% stenosed. The palmaz genesis stent was advanced from the femoral artery after pre-dilatation, but could not cross the target lesion. Access site was changed to the brachial artery as the target renal artery was in descending angle, and a attempt was made again. The stent delivery system could cross the target lesion this time, however, the stent could not be placed in the intended position. An additional stent was placed to cover the whole target lesion. The procedure was completed successfully without any patient injury.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.